Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed the reported issue. The fse replaced the touch screen to resolve the issue. In addition, the fse found a frayed wire on the coiled cable to the display. To address the issue, the fse replaced the coiled cable to the display. The unit passed all calibration, functional, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The full name of the event site is (B)(4).

Event description:
It was reported that the touch screen on the cardiosave intra-aortic pump(iabp) was not working. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.